Event description:
During evaluation of a returned spectrum infusion pump, the device displayed a white screen. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing a white screen was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. The cause was identified to be a failed input/output board which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.